Event description:
It was reported that the cassette was leaking at the connector before infusion on the home choice (hc). The caller stated the point of the leak was unknown. The bag was connected to the homechoice cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.